Event description:
Clinic and hospital notes received indicated that the patient experienced breakthrough seizures and was admitted to the hospital for continuous eeg and seizure control. It was noted that the patient was taken to the emergency room after she experienced a seizure and fell from a chair face first onto the linoleum floor where she bruised her nose. It was noted that the patient had experienced several other seizures prior to this one. It was noted that the patient was loaded with IV phenobarbital and did not experience any further seizures and no seizures noted on eeg. The patient's po phenobarbital and zonisamide were increased. It was noted that the patient had been receiving medications regularly without any missed dose and that she did not have any other signs or symptoms of an intercurrent infection contributing to a lower seizures threshold besides a low grade fever. The notes indicate that the patient typically has a big cluster of seizures about once every 1-2 months and that she remains seizure free in between the big cluster of seizures. Attempts to obtain additional information have been unsuccessful to date.